Manufacturer narrative:
(B)(4). Difficulty removing the balloon from the stent post-deployment can be influenced by many factors, including, but is not limited to: interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the stent, resistance with the guide wire, guiding catheter, anatomy and/or lesion, or the balloon getting caught in the stent struts after stent deployment. Without having the product to examine, a conclusive cause for the reported difficulty to remove post deployment could not be determined. The balloon is checked for proper fold configuration and damage during manufacturing. Additionally, during lot release testing, a sampling of units is destructively tested to verify proper stent deployment and balloon deflation.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the right coronary artery. Pre-dilatation was performed and 2 promus stents (one 23 length and the other 28 length) were deployed. Reportedly, after deployment of both stents, there was difficulty removing the balloon from the stent. The stents were confirmed to be fully deployed and well apposed to the vessel wall. The balloons were confirmed to be fully deflated. The stent delivery systems were successfully removed by pulling negative pressure multiple times. There were no adverse patient effects. No additional information was provided.

Event description:
It was reported that after deployment of two promus stents (one 23 mm length and the other 28 mm length), the balloons on both stent delivery systems became stuck. Both delivery systems were able to be removed successfully with no harm to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the stent delivery system was not returned. The lot number was not identified. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus 23mm is being filed under a separate manufacturer report number.